Manufacturer narrative:
The device was not evaluated by physio-control. A third-party service agent evaluated the device and verified the reported failure. He observed that the electronic patient records related to the reported event were not in the device's memory and concluded that the records were erased from the device memory because the customer continued to use the device after the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
It was reported that the device displayed the indicator that the batteries level was low, prompted a message to replaced the batteries and then suddenly powered off. It was reported that the batteries were fully charged at the time of the event. It was observed that the issue remained with the use of lithium batteries, nicd batteries and also with external power supply. It was also reported that the customer continued using the device after the event. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent further evaluated the device. During long-term testing, the third-party service agent could not reproduce the reported failure. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause for the reported failure could not be determined.